Event description:
The neurosurgeon reported that he was not aware of any relationship between vns and the patient's suicide.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient committed suicide. The patient had recently undergone vns implant and had not yet had the device programmed on. It was reported that the patient had been ill and missed the appointment to have the device programmed on. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.